Event description:
Reporter indicated that vns pt has recently complained of "heart pauses". Treating neurologist indicated that he has seen these "heart pauses" on a one-lead EKG, but that he was unsure at this time whether they were an arrhythmia or bradycardia. Neurologist indicated that the pt also falls with seizures and that their blood pressure is low during these episodes. The pt reportedly had a positive tilt test for syncope. Neurologist plans a brain MRI. The pt was reportedly seen by their primary care physician approximately one month before their neurologist reported the heart pauses to device MFR. Primary care physician indicated that the pt had no problems at the time of that office visit. Investigation to date has been unable to determine the cause of the reported events.